Event description:
It has been reported to philips that the touch screen modules in the exam and control rooms did not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction in the tsm which did not turn on the power in both the examination room and the operation room. Review of the system log file indicated that an error (both touch screen modules are not started). The fse replaced the pdu fantray and dcps (direct current power supply). After replacement of the pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.